Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up due to the scratch with the lesion in lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up due to the scratch with the lesion in lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.